Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the left bundle branch (lbb) lead exhibited loss of capture. Chest x-ray confirmed that the lbb lead had dislodged. The lbb lead was explanted and replaced. The patient was in stable condition.